Event description:
Physician was getting radial access for a heart catheter, doctor used the bmw wire and immediately when wire passed through the sheath it got tied into a knot. Doctor upgraded sheath size to pull knotted wire out, main part wire was pulled out while sheath in place. The end of the wire w/small knot came off in the patients radial artery, physician held manual pressure to keep wire in place. Then slowly advanced sheath while pulling back on remaining wire and saw that the wire was attached to it, wire came out with sheath. There was no harm to the patient and only a 10min. Delay in procedure.